Event description:
It was reported that the patient was traveling for work and she charged up her battery, so it was half full and said that usually lasts 3 weeks, however, the patient reported that the stimulation turned off the night prior to report around 7 pm and she could not recharge because she did not bring her recharger with her. It was noted that her pain had returned and it was real bad.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).